Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge with 480 units. Reportedly, the customer could not remember what value the insulin gauge displayed however, the customer believed it was incorrect. There was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge onto the pump prior to contacting tandem technical support and received an accurate fill estimate.